Event description:
Olympus was informed that during a procedure the hand piece was used several times when it was noticed that jaw was broken. The procedure was completed without incident. No patient injury was reported. Olympus followed up with the user facility to obtain additional information regarding the report but with no results.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation could not confirm the user's reported phenomenon of broken jaw. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was partially split and torn at the distal end, exposing the metal part of the grasping section and the probe tip and jaw were dark and charred. This type of teflon damage can result from continous activation of the output without tissue between the probe and the grasping section.